Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and 60 mg/dl was the lowest value recorded by the continuous glucose monitor data on (B)(6) 2018. User made bolus requests while still having insulin on board (iob) and without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 40 and 60 (mg/dl); cause was unknown. Juice was consumed to treat the low bg level. At the time of the reported event, bg level was 141 mg/dl. Reportedly, the customer adjusted the basal rate settings to address bg level.